Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the returned components underwent a thorough analysis. Both cuffs were measured, visually and microscopically inspected, and tested for leaks. No damage, abnormality or leaks were found in either cuff. Both cuffs were confirmed to be the correct size. Inspection of the remainder of the device (i.e., the pump and balloon) revealed no damage or irregularities that would affect the overall performance of the component. Both the pump and balloon passed functional testing. Product analysis did not confirm the reported mechanical issue and was unable to confirm the urinary incontinence observed clinically.

Event description:
It was reported that the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. It was indicated that the patient was dissatisfied. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. It was indicated that the patient was dissatisfied. No additional information was reported.